Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) eroded through the patient's skin. The ipg was explanted and replaced and the right atrial (ra) lead and right ventricular (rv) lead were capped. No further patient complications have been reported as a result of this event.